Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10.the device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 6 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In communicating with olympus technical assistance center (tac), the customer reported there was a no image issue. The customer confirmed that a connector was replaced, between the cables that go from the monitor to the processor; this resolved the issue, and the device is not expected to be returned. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a no image issue while using the evis exera iii video system center. The issue occurred during the diagnostic procedure, and there were no other devices involved or replaced. The procedure was completed with the same device and without delay. There was no patient harm associated with the event.